Manufacturer narrative:
Customer address (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported blackout image during procedure involving an olympus laparoscope. There were no reports of patient injury.